Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event. The service provider replaced the exhalation flow sensor and performed flow sensor calibration successfully. The service provider checked and verified all the functions per manufacturer's specifications and the ventilator is working condition.

Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an e360 ventilator had a flow sensor error. At this time, it is unknown if there was patient involvement. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation, the complaint will be re-evaluated.